Event description:
A patient with nausea and vomiting was seen in the emergency room. The patient was prepared for an abdominal CT scan for rectal bleeding, which required an indwelling intravenous catheter and extension tubing to be placed. The patient was not receiving IV fluids or medications at the time. The patient's blood pressure was being monitored while waiting to have the CT scan. The hose to the cuff was disconnected and the cuff remained on the patient's arm whenever the patient went to the restroom. After the second return from the restroom the patient was left alone. The patient's spouse returned and found the patient blue from the neck up. CPR was immediately initiated. A second nurse in the room discovered that the blood pressure monitor hose was attached to the patient's indwelling catheter. The first nurse did not connect the blood pressure monitor hose to the patient's IV extension tubing. The patient received approximately 15cc's of air through the catheter causing respiratory arrest and death. A report was filed with the police and an autopsy was performed. The results confirmed death from an air embolism.